Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control replaced the therapy pcb assembly to resolve the reported issue. Physio further evaluated the removed therapy pcb assembly and verified the reported issue. Proper device operation was observed through functional and performance testing.  The returned part was retained by stryker.

Event description:
The customer contacted physio-control to report that their device failed to defibrillate the patient. CPR was performed and the patient entered asystole. This issue is patient related; however there was no adverse patient outcome reported.